Event description:
Asr litigation records received alleging injury, economic loss, loss of services, past, present and future suffering, extreme pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization, acute damage to tissue and/or bone surrounding the acetabulum, systemic injuries, excessive levels of chromium and cobalt in the patient's blood and emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient harms). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code generalized illness. H6 patient code: injury (2348) used to capture the patient code bone injury.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr resurfacing medical records received. After review of medical records, there were no allegations and no revision reported. If/when new information is received, this complaint will be updated accordingly. Doi: (B)(6) 2008 - dor: no revision reported (left hip). Update ad 18 nov 2019. Medical records received. After review of medical records, the patient was revised to address a failed hip with pain, elevated blood cobalt and chromium levels and metallosis. Approximately 2 ml of yellowish clear hip joint fluid was aspirated. The tissues were stained deep tan brown to gray. There was no evidence of active inflammation or infection. A foreign body reaction was described. Doi: (B)(6) 2008 -dor: (B)(6) 2019 (left hip).